Event description:
It was reported there was low impedance of 38 ohms at the 0 and 3 combination on the lead during a procedure. The lead was never implanted and a different product was used. The product issue was resolved and the cause of the issue was determined. The suspected damaged was caused by the surgeon. The set screw was tightened too tight at the time of implant. The patient¿s status at the time of report was alive with no injury and no patient symptoms were noted. Additional information received reported the patient didn¿t receive the electrode that had the impedance issues. It was immediately switched out for another. It was unknown how the patient was doing at the time of report. The patient didn¿t have a stimulator yet and they were assumed to be fine.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory. Product ID neu_ stylet_acc, product type: accessory. (B)(4). Analysis of the lead (lot #va0vcce) found the lead body outer insulation was damaged at the depth stop site. Impressions from ov ER-tightening of the depth stop were observed on the outer insulation of the lead, about 2.7cm from the proximal end.